Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's transmitter did not blink when connected to the sensor. The customer also reported receiving a lost sensor alarm. The customer also reported their sensor cannula was missing after removing the sensor. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used partial enlite sensors and performed visual inspection and found sensor cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm customer's complaint due to customer returned sensor without the needle.